Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which located 01 similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hand scanner was not scanning barcodes, despite the device appearing operational. This was likely due to a loose or improperly seated usb connector at the top of the station. A field service engineer re-seated the usb connector and performed a soft reboot of the operating system. Following these steps, the scanner functioned correctly, and the service was successfully restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es scanner was not reading barcodes. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.